Manufacturer narrative:
The device was not returned to resmed for investigation. The astral device was returned to a resmed distributor located in (B)(4) and a technical evaluation was performed. Their technical evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable.(B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.